Event description:
Procedure type: low anterior resection. According to the reporter: while trying to align and mate the stapler with the anvil, one of the legs of the anvil bent due to the force exerted to mate the two units. The surgeon then (with his hands) tried to repair the anvil and attempted again to mate the stapler and anvil. This time, in order to avoid bending the leg, the surgeon tried to change the angle of the stapler, and by exerting force on the stapler (to change the angle), the bowel opened. Subsequently a colostomy was performed to the pt as it was very low and the pelvis was very narrow, so the operating field was limited.